Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with unknown phone with unknown operating system version. Customer received a "unspecified error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with unknown phone with unknown operating system version. Customer received a "unspecified error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. An extended investigation was performed on the reported complaint and determined that there were no issues with the libre 3 application that would have led to the complaint. The customer reported that scan error messages showing when sensor scanned with the freestyle libre 3 application. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.